Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy, when green nail was used, there was a click sound during the excitation process, and the stapler could no longer be excited. The handle was unable to be squeezed and green button able to be pressed. It was reported a new stapler was used to complete the case. There was no patient injury.